Event description:
It was reported that an artificial urinary sphincter (aus) surgery was performed in which the pressure regulating balloon (prb) was attempted but not implanted due to the physician noticed the balloon was self-inflating. A hole in the prb was identified. No more information is available. Should relevant information be provided if it becomes available. Additional information form related complaint. The patient was implanted with a new functioning prb. There were no patient complications during the procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc. Product analysis confirmed a hole/perforation in the balloon shell causing fluid loss based on visual and functional testing. The balloon shell damage is consistent with sharp instrument damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) surgery was performed in which the pressure regulating balloon (prb) was attempted but not implanted due to the physician noticed the balloon was self-inflating. A hole in the prb was identified. No more information is available. Should relevant information be provided if it becomes available. Additional information form related complaint. The patient was implanted with a new functioning prb. There were no patient complications during the procedure.